Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. This is the second of two reports for the same patient involving two different lot numbers of the different product. It is unknown which contributed to the event. Refer to the first report filed under the manufacturer internal reference number of (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
An initially reported by an eye care practitioner who was a consumer family member states that after using lens and lens care products consumer experienced eye injury but its not clear which two products caused. It was also reported that as per the medical record sent by consumer mother confirms white blood cells fluid on front part of eye. Additionally consumer family member reported that erosion on cornea was noted while hanging out on coffee, no further additional information regarding the product and consumer identifiers is known at this time. The current status of consumer¿s eye is unknown. Additional information has been requested but not yet received at the time of report.

Manufacturer narrative:
H3, h6: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4). H10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
An initially reported by an eye care practitioner who was a consumer family member states that after using lens and lens care products consumer experienced eye injury but its not clear which two products caused. It was also reported that as per the medical record sent by consumer mother confirms white blood cells fluid on front part of eye. Additionally consumer family member reported that erosion on cornea was noted while hanging out on coffee, no further additional information regarding the product and consumer identifiers is known at this time. The current status of consumer¿s eye is unknown. Additional information has been requested but not yet received at the time of report. Additional information was requested but could not obtained as the contact details of the consumer was not available.